Event description:
Related to MFR report # 2183959-2012-03024. It was reported by the plaintiff's attorney that the plaintiff was implanted with a monarc sling system on either (B)(6) 2007 or (B)(6) 2010. It was alleged the plaintiff suffered/will continue to suffer pain, suffering, disability, impairment, loss of enjoyment of life, and inability to engage in chosen and necessary activities.

Manufacturer narrative:
Lawyer-filed report - (B)(4). Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.